Manufacturer narrative:
Additional product code: kwp;kwq;mnh;mni;osh. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for a surgery to treat spinal canal stenosis on (B)(6) 2019. The surgeon was performed to treat a tlif (transforaminal lumbar interbody fusion) with expedium verse system. No cross threading was reported, and final implant fixation was conducted. There was no surgical delay. But when medical follow-up was taken on an unknown date, it was found that the setscrew had come off. As the surgeon confirmed bone fusion in the lesion and implants had been fixated firmly, no revision procedure would be in need. Currently the patient is stable without adverse effects. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown); unknown screws (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).